Manufacturer narrative:
The external visual inspection revealed silicone damage on the top and bottom covers and a silicone slice near the electrode ground ring prior to receipt. These are believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The device passed some of the electrical tests performed. The device passed the mechanical tests performed. This is an interim report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed silicone damage on the top and bottom covers and a silicone slice near the electrode ground ring prior to receipt. These are believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The device passed the electrical and mechanical tests performed. The device passed all of the electrical tests performed with the exception of tests involving an electrode wire, which is believed to have been broken during revision surgery. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient is reportedly no longer experiencing pain.

Event description:
The recipient reportedly experienced pain with and without device use and non-auditory sensations. The recipient was prescribed several painkillers. The recipient ceased device use. The recipient was hospitalized from (B)(6) 2019 to (B)(6) 2019 and given a painkiller injection, however, the issue did not resolve. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.